Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 1000 mg/dl; cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 3 days later, (B)(6) 2026 with the issue resolved and no permanent damage. It was reported that the cartridge was damaged at the canister, interrupting insulin delivery due to user error. Customer loaded a new cartridge to address the issue.